Event description:
In 2014, I had natrelle silicone filled breast implants put in (B)(4). Before the surgery, I was a healthy young woman, and now at 36 and several doctor visits and specialists have seen and nothing directly pointing to fibromyalgia or lupus as labs show I am healthy but nothing can explain the fatigue, pain in my breasts, ringing in ears, sense of my world spinning, memory loss, joint pains, daily migraines even while taking emgality. The no answers other than bii however, it's not a medical diagnosis. Reference report #mw5145604.